Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose readings of 178 mg/dl and 164 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. The patient took the action of taking an increased dose of oral diabetes medication; specific name and dose of medication not provided. Three hours afterwards, the patient experienced the symptoms of shaking, confusion and feeling tired. He did not seek any medical attention or treatment. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter. Therefore this complaint is being reported.